Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. The customer states the device stopped operating during use during the night. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported complaint could not be confirmed. An error code (unable to write to event log) was found in the ventilator's downloaded error log. The technician recommended replacing the main board to address the issue. Since this machine has about 2 months left in the lease period, it will not be repaired and will be returned to the branch. After return, this machine will be disposed of. Software version 3.6.5 has been confirmed. This equipment will reach the end of its useful life in july 2025.